Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty sliding and fitting a cartridge onto the pump. Reportedly, a cartridge o-ring was left on the pump from a previous cartridge. Customer's blood glucose was not impacted. Additionally, it was reported that the pump's time was incorrect; cause was unknown. Reportedly, the customer was able load a new cartridge and tandem technical support guided the customer through adjusting the pump time. It was also reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting.